Manufacturer narrative:
A visual inspection revealed that there were no non conformities with the device. A supplemental report will e submitted when the investigation is complete. (B)(4).

Event description:
The hospital reported that 7 mm scope was generating a cloudy image. This was discovered in the sterilization department. There was no pt involvement. The product was returned.